Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. Product was provided for evaluation but analysis would not be able to confirm the complaint nor determine a potential root cause. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.